Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A review of manufacturing documents was performed and was found to be adequate and correct in terms of relevant testing and inspection activities. Prior to release for distribution, a 100 percent air cuff symmetry visual inspection is performed. One used sample was received for evaluation. It could not be determined which device was associated with the reported event; therefore, the evaluation of the returned device will be used for the medwatch. Visual inspection was performed and found no discrepancies. Functional testing was performed to detect for any cuff symmetry issues. Upon inflation of the cuff with air, it was observed that one half of the cuff inflated as expected and the other half did not inflate. Subsequently, the cuff was manipulated and it was able to inflate properly. Then, the cuff was deflated and inflated an additional four times successfully. On measurement, the symmetry was found to be 50 percent; this result is greater than the 33.3 percent acceptance rate. Based on this testing, the device was found to be within specification. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
See MFR: 3012307300-2017-01593, 3012307300-2017-01735, and 3012307300-2017-01736 (same patient). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® pediatric tts¿ (tight-to-shaft) tracheostomy tube was not inflating properly. The cuff would only expand on one side of the shaft, and would deflate after being inserted. The patient had a respiratory event, possibly due to the failure with the tracheostomy tube had a resuscitation bag applied and was transported to the hospital, where the patient was admitted. It was later reported that the patient expired due to complications.